Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Related to case with patient identifier (B)(6).

Event description:
It was reported that the acoustic alert in the infusion device was no longer functioning. In addition, it was reported that the cannula of the infusion set was bent resulting in elevated blood glucose levels of 500 mg/dl and hospitalization.